Event description:
The customer reported a drop in hemoglobin (hgb) voltage on a unicel dxh 800 coulter cellular analysis system. The customer also stated there was a shift in the instrument's xb analysis (a quality control analysis method that monitors instrument performance by tracking certain parameters of all patient samples.) There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse bleached and cleaned the hgb chamber to remove buildup, resolving the voltage issue. (B)(4).